Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a sliver of septum material in the syringe needle. Reportedly, the septum material was removed, the cartridge was loaded successfully and insulin delivery was resumed. Customer's blood glucose was 214 mg/dl.